Event description:
It was reported to fresenius that a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a 5008x caresystem for renal replacement therapy (rrt) ¿coded¿ (cardiac arrest) while undergoing hd therapy on (B)(6) 2025. On (B)(6) 2025, a fresenius field service technician (fst) was dispatched to perform post-serious adverse event functional compliance testing on the 5008x caresystem. All post-event testing was completed and passed without issue. Subsequent attempts to obtain additional clinical information (e.g., patient demographics, outcome of cardiac arrest, past medical history, hospital course, discharge summary, treatment records) were unsuccessful.

Manufacturer narrative:
Correction: f2, f3

Event description:
The user facility biomedical technician (biomed) reported to fresenius technical services that the 5008x machine alarmed with a ¿device fault¿ alarm during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the clinic manager (cm). The reported issue occurred approximately 10 minutes after treatment initiation. The clinic staff attempted to rinse back the patient¿s blood however the machine also powered down which clotted the system. The patient¿s estimated blood loss (ebl) was approximately 150 ml. No serious injury or required medical intervention resulted from this issue. Treatment was restarted and successfully completed on a different machine with new supplies. Further follow-up was obtained from the biomed. The machine was pulled from service following the reported event. The issue did not reoccur during testing. No parts were replaced. The machine was returned to service following evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.